Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while completing a hip arthroplasty, surgeon noticed kam vac suction tip had broken while in use. Suction tip removed from sterile set-up and replaced by new suction. Surgeon searched the field for broken pieces and irrigated the wound with normal saline. Since xray was in use for procedure, xrays taken of field. Surgeon stated he could not find any pieces of the suction tip while in the field. Broken suction tip and packaging retrieved and given to patient care coordinator. Incident report completed during time of surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stated the following: what type of procedure was being performed? A hip arthroplasty. Were there any fragments that were broken off inside the patient? Surgeon noticed, kam vac suction tip had broken while in use. If yes, were the fragments retrieved? Broken suction tip and packaging retrieved. And given to patient care coordinator.